Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of vasoconstriction is a potential procedural complication. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). Concomitant product: dil cath: armada 14 xt, nanocross and fox plus 5x100 mm; guide cath: guideliner; sheath: cook flexor 6f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat lesions located in the iliac and superficial femoral artery (sfa). Access was via the femoral artery crossing over from left sfa to the right using a 45 cm sheath. The right iliac was stented first with a non-abbott 8x40 mm stent, after which the command 300cm guide wire was advanced to right sfa; however, could not pass the sfa lesion. The command guide wire was retracted and a pilot guide wire was able to cross. Balloon angioplasty was then performed with three different balloon catheters. An attempt was then made to advance a 6x40 mm fox plus balloon catheter in the sheath; however, it became stuck in the sheath and was unable to reach the sfa and the catheter was retracted. For an unknown reason, the command guide wire was selected to be reused; however, before it was placed in the anatomy it was observed that both ends of the guide wire appeared stiff. Approximately 35 cm of the distal end of the guide wire was found crushed inside the sheath and was confirmed to be the reason that fox plus balloon catheter would not advance in the sheath. The sheath with the command guide wire tip were removed together. Due to the delay in the procedure, the patient experienced a vasovagal reaction for which medication was administered. After the patient had stabilized a new sheath was placed, the same fox plus was able to be advanced without issue and the procedure continued on successfully. No additional information was provided.